Event description:
It was reported that a user¿s ilet pump did not gain charge while on the wireless charger despite a solid green indicator and correct pad alignment; the device was not on the belt clip and was placed flat as instructed, and the user was advised to try a different outlet and monitor for charge increase. Symptoms included no clinical effects. Outcomes included no impact on health or care. Investigation included user troubleshooting guidance and power source verification. Investigation of this case revealed a suspected charging performance issue potentially related to the charger or power outlet, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further observation by the user.